Manufacturer narrative:
The reported event of missing rubber seal was confirmed, upon visual inspection the technician confirmed the rubber seal was missing from the housing. The device was placed in parts retention.

Event description:
It was reported during sterilization at user facility that the rubber seal is missing from the aseptic battery housing which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.